Manufacturer narrative:
A ge representative did not evaluate the system, customer cleared the failure and cancelled the service call.

Event description:
The customer reported the system would not save images. No patient injury was reported.